Event description:
New information received notes that the device was explanted and replaced. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that a merlin.net transmission revealed premature battery depletion. Review of the session record confirmed that battery was depleting prematurely. Device replacement was discussed. No further information available at this this time.